Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid. The indications for use were non-malignant pain and lumbar radiculopathy. The patient's pump was intentionally turned off because he had a blockage in the catheter and was setup for a surgery revision. The patient stated "the pump would work; then it would stop." The pump was turned off until they could fix the catheter. The patient stated this issue occurred " a while ago" and was not going to get into it because he was scheduled for surgery to fix it. The patient was scheduled for surgery on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.